Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture on its proximal shaft. If the catrx is manipulated at extreme angles during advancement, the catheter may become kinked. If the kinked catheter is further manipulated, the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system catrx aspiration catheter (catrx), a penumbra engine (engine), a 6f non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the catrx over the guidewire through the guidewire lumen and the sheath to the target vessel with resistance and then connected the catrx to the engine. When aspiration was turned on, the physician heard a ¿hissing¿ sound and then noticed a crack in the catrx. Therefore, the catrx was removed. Upon removal of the entire catrx, the physician noticed that the catrx was broken in three places along its length. The procedure was completed using other catheters and the same sheath. There was no report of an adverse effect to the patient.